Event description:
A report was received that the patient is able to fully charge his ipg, but the charge drops dramatically, and is depleting quickly. Patient database analysis showed signs of premature battery depletion. The patient had an ipg revision where the ipg was replaced. The patient is reportedly doing well following the revision procedure.